Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing and defibrillation impedance. A lead fracture was suspected. The superior vena cava (svc) coil was programmed off to use as a single coil lead. The rv lead currently remains in use. No patient complications have been reported as a result of this event.